Manufacturer narrative:
The reason for this revision surgery was to remedy instability (device looseness in flexion) after 2 years, 10 months, 24 days of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 17 prior complaints against this part number; 5 of those with the same failure mode of stability, poor joint. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a hence definitive root cause cannot be determined. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient complaining of looseness in flexion.